Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (b)(4,) implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the neurostimulator was at 2.6v and this was confirmed with the clinician programmer on the day of report. It was logged the patient saw eri on the patient programmer about a month prior to report. It was reported there was no complaint with the therapy delivery or device. It was noted the patient was programmed with 2 programs at 6.4v, 130 hz which explained the short life span of the neurostimulator. It was logged these settings were much higher than what was programmed during the trial. It was noted there was no complaint of battery/therapy issue with the short life span of the battery. Additional information received reported "it happened in the old one too". It was noted the patient had one put in (B)(6) 2013 and then that one ran out of battery right away like in the end of (B)(6) 2013 whatever because they had to put a new one in. It was reported there was a shocking or jolting sensation. It was reported that every once in a while the patient got a shock where her stimulator was in her back and it ran down her leg and sometimes it felt like her leg was going to buckle on her and it happened "every so often". It was logged that "it lasted for just a couple of seconds and the pain gradually went away her legs got kind of like shaky for a few seconds then it gradually went away." It was noted that it could happen when the patient was standing, when she was walking, or when she was sitting. It happened at different times. It was also noted the patient felt the shock when she had the device turned off. [(B)(4)].